Event description:
Additional information received on 4/14/2026 for report mw5180543 to update the procode to btr.

Event description:
An IV fluid line was inadvertently attached to the ett cuff pilot line (used to inflate the balloon and regulate pressure) through a clave, instead of the intended port on the ij-internal jugular catheter. Once the IV infusion pump was turned on, the cuff continued to inflate with fluid causing the balloon causing a "cuff leak", which alarmed on the vent. During this time, the medication "leaked" into the tube. The patient had to be reintubated.